Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced essure was outside of uterine cavity and parallel to the fallopian tube and unable to do one insert. No info given on pt's history, past drugs and concurrent conditions. It is unk whether the pt received any concomitant medication. On an unspecified date the pt had essure (fallopian tube occlusion insert) inserted for contraception. At time of insertion, the doctor was unable to insert one device. Laparoscopic surgery was performed in (B)(6) 2014. The essure was outside of the uterine cavity and parallel to the fallopian tube. It was unk if the device was removed. The relationship between the events and essure was not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.